Event description:
User facility reports incident of a cracked luer connector found in the first 5 minutes of hemodialysis treatment. Ebl = 300 cc. Pt was recannulated with a new needle to continue treatment. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.